Event description:
Ventilator-dependent pt found dead by independent home care nurse. Ventilator alarming; green a/c light on; circuit intact; circuit breaker out in back of ventilator. Pt alone at time of discovery. Coroner felt death due to mi or pulmonary embolism. The unit was removed from the home and examined by the biomedical technician and it was found that the motor was not functioning. The unit was owned by a medical company. Hours of service: 43075.59, next pm: 44952.61, internal battery due: november 2001 and safety test: 11/11/99 38964 hours. Control settings: high display data switch: volume, high pressure: 60 cmh2o, normal volume: 2000 ml, low pressure: 32 cmh2o, sigh volume: 2500 ml, sigh: on, rate 12, mode switch: charge internal battery. The performance verification test listed in the c2800 service manual was used to determine what caused the dc circuit breaker to trip. The dc circuit breaker was reset. An electrical safety test was performed; the results were power cord resistance .037 ohm and chassis leakage current 11.47 ua. The ventilator wouldn't cycle at 12 bpm so ac current measurement couldn't be made at this rate. The ventilator has a problem. During the power supply and switching test, voltage measurements were to be made with the ventilator cycling at 6 bpm. Observed the ventilator's gear motor operating at a speed slower than expected for the 6 bpm setting. The dc circuit breaker tripped and the ventilator began a steady continuous alarm. This alarm indicated a failure within the ventilator and testing was stopped at this point. The service manual maintenance schedule lists preventative maintenance intervals of 6000 hours or each year of use. From the owner's medical repairs service sticker info, this ventilator would be due for preventative maintenance by date not hours of use (4111 hours).